Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 493mg/dl. Customer declined troubleshoot for high readings. Customer stated that the high blood glucose were high because of bent infusion set of the skin. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set and a replacement would be sent. The insulin pump was not returned for analysis